Event description:
It was reported that when the device was used during a roux-en-y procedure, it had malformed staples. Or time was extending by thirty minutes while the case was completed by hand suturing. There was no further patient consequence.